Manufacturer narrative:
The manufacturer previously reported power issues caused by the device's power management board. The power management board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was found to be a failure of a component on the board.

Event description:
The manufacturer received information alleging a ventilator was having power issues and several components were replaced by the third party service center in an attempt to correct the problem. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management pca was replaced to address the issue.